Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. According to the field service engineer, the expiratory channel printed circuit board (pcb) and pneumatic back-plane printed circuit board (pcb) were found defective and need to be replaced. No ventilator logs have been provided and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref.#: (B)(4)

Event description:
It was reported that the ventilator failed the safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).